Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported diabetic ketoacidosis. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide. Model: ust400. 14421-aw rev h 01/16. Checking your blood glucose 7 / page 96: warning: test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). Warning: if you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider. Warning: if left untreated, dka can cause breathing difficulties, shock, coma, and eventually death. Living with diabetes 9 / page 119: the easiest and most reliable way to avoid dka is by checking your blood glucose at least 4¿6 times a day. Routine checks allow you to identify and treat high blood glucose before dka develops.

Event description:
It was reported that the patient put on a pod and the pod did not work and did not give her insulin. She stated that needle did not come out and she could not see the cannula. The patient went to the endocrinologist and was diagnosed with diabetic ketoacidosis (dka), had high ketones and high blood glucose levels (over 600mg/dl). The patient was treated at the office with intravenous therapy of insulin and fluids, as well as phenergan/promethazine. They then changed out her pod. Patient wore the pod for 4 and 1/2 hours. The patient threw the device away.